Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inlay dislocation with ceramic head fracture of hip tep left side with necessary revision surgery on (B)(6) 2020. Initial implantation of the cementless hip replacement on (B)(6) 2014.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device and provided images found evidence to support disassociation of the liner from the cup while implanted. This device was manufactured on 23-jul-2013. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 23-jul-2013. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: jun-2018. 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical and device codes). Removed clinical code joint dislocation and device code implant dislocation. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the injury (e20). Device code device dislodged or dislocated will be reported to capture device code implant disassociation: locking mechanism.

Event description:
Medical record was reviewed: patient started reported subluxation in left hip in 2017. During gardening work, she reports experiencing more intensive subluxation with creaking. Radiographic diagnose was decentralized head due to pe (liner) fracture or luxation. Revision was performed and intraoperative findings included granuloma from abrasion* resulting in debridement and histology. The pe (liner) located at an angle in the cup resulting in ceramic head articulating with metal rim of cup. Ceramic head noted as severely damaged featuring metal grinding marks. Ceramic head was carefully chipped off, careful removal of ceramic particles and extensive debridement with careful rinsing performed. Notes indicate the conus (taper) of stem has minor damage (no further details provided) and left in situ. Ceramic head replaced with revision ceramic head with metal inner sleeve after conus had been cleaned. Liner was replaced with another pe liner. Doi: on (B)(6) 2014, dor: on (B)(6) 2020, left hip. Additional information received stated that a review of the provided x-ray images finds sufficient evidence of a disassociation event. A dislocation event is not depicted. It also does appear to indicate a fracture of the femoral head component. The acetabular cup should be added with cup and liner coded disassociation.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.